Event description:
I was misdiagnosed with pancreatic cancer. (B)(6) hospital removed 2/3 of my pancreas and all of my spleen. They have admitted full responsibility. I feel I can't get proper care within their group of physicians because no md wants to see me. I have not retained an attorney and risk mgmt has not given my (B)(4). I don't know what my rights are since I am employed at the same hospital. Please help. (B)(6) 2017 biopsy of pancreas was incorrectly diagnosed. (B)(6) surgery that lasted 6 hours. (B)(6) 2018 was the first time anyone ordered lab test. My blood count are elevated and I still haven't seen an md. I have requested to go outside. I feel fatigue, depressed and don't really want to work for a hospital that treats their own employees in such a manner. Important info: I have been harassed by risk mgmt (B)(6), while at work. I have been discriminated by physicians, wrongful diagnosis of pancreatic cancer. My son and I have been living a nightmare. Pathology lab in the hospital.